Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) guided cystogastrostomy procedure performed on (B)(6) 2026. During the procedure, the first flange of the stent was deployed; however, when deployment of the second flange was attempted, it did not fully deploy, with a portion remaining within the delivery system and becoming lodged in the working channel of the endoscope. The device was removed, and the procedure was completed using another of the same device. There were no patient complications reported due to this event and the patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.